Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the surgeon sealed the mesentery tissue, only a partial seal occurred. Steam and smoke were observed, and endtones (indicating completed seal cycles) were heard. The surgeon tried to seal several times but it did not work properly. There was no injury to the patient. A new device was used to complete the procedure.